Manufacturer narrative:
A high risk prostate cancer patient was being treated with combination hdr/imrt radiation therapy for a posterior tumor with extracapsular extension abutting the rectal wall. The physician felt that tumor retraction during hormone therapy may have created a void or compromise of the rectal wall. Physician did not believe that the fistula was caused by the hydrogel spacer which was likely absorbed at least 3 months prior to this event occurence. On october 31, 2017, augmenix representative visited complainant physician and confirmed that the physician chose not to use the required "stepper" to stabilize the us probe during hydrogel placement. The spaceoar IFU requires that a "stepper" be used for hydrogel placement. Physician was originally trained using the stepper as indicated in the IFU. Augmenix medical advisor reviewed the information and believes that in theory the patient fistula could be related to not using the required stepper , resulting in probe instability and hydrogel misapplication during spacer placement. In (B)(6) 2017 patient presented with urethral symptoms with inflammatory urethritis. After this the patient called stating that pus was draining from his penis. After presenting to the clinic confirmation was made that urine could only vacate through the rectum.

Event description:
Patient received hydrogel spacer and underwent prostate combination radiotherapy (hdr brachytherapy delivered in (B)(6) 2017 and imrt in (B)(6) 2017). Following conclusion of imrt treatment patient stopped attending routine follow-up visits.